Manufacturer narrative:
It was reported that the lead was explanted on (B)(6),2023 the ICD and the lead under complaint were returned for analysis. Intica 5 dr-t df4 promri: upon receipt, the ICD was interrogated, revealing the battery status mos1. The ICD was implanted for 62 months and 20 charging cycles were recorded to the device memory. The memory content of the device was inspected. During the analysis of the available iegms noise was observed in the right ventricular channel as well as in the far field channel. All electrical parameters were verified and showed a normal device behavior. Especially, the current consumption and the battery state of discharge were found normal and as expected. There was no indication of a device malfunction. There was no indication of an ICD malfunction. Plexa promri s 65: the lead under complaint was found cut 54 cm proximal to the lead tip. The distal fragment was received for analysis. The proximal fragment including the connector pin was not returned. An extraction aid was found on the distal fragment, it is reasonable to assume that the lead was cut during the surgery. The analysis showed that the insulation was found rubbed through approximately 8.5 cm proximal to the lead tip, which is assumed to be the root cause of the reported oversensing in the ventricular channel. Based on the characteristics of this damage, it is reasonable to assume that the lead had been subject to severe mechanical stress in the implanted state. Significant lead motion in the area of the tricuspid valve and interaction with atypical tissues should be taken into consideration. Furthermore, the rv shock coil was found deformed, which most likely resulted from the extraction procedure due to tensile stress. The manufacturing process for the devices was re-investigated, revealing that all production steps were performed accordingly. There was no sign of any inconsistency during the manufacturing process. Particularly the final acceptance test proved the devices functions to be as specified. In conclusion, the analysis did not reveal any sign of material or manufacturing problem.

Manufacturer narrative:
As of today, the medical device is not available for analysis, therefore the device itself could not be investigated. The analysis is thus based on the inspection of the manufacturing documents of the device as well as on the provided data. The quality documents accompanying the manufacturing process for this device were re-investigated. All production steps were performed accordingly, and in particular the final acceptance test proved the device functions to be as specified. The analysis of the provided iegm episodes revealed artifacts on the rv channel, which led to the reported oversensing. In spite of the available information, no conclusion can be drawn regarding the root cause of the clinical observation. An analysis of the lead itself would be necessary to determine the root cause. Should additional information or the device itself become available for analysis, the investigation will be updated.

Event description:
It was reported that there have been multiple non-sustained tachycardia recordings with oversensing on the rv channel since (B)(6) 2022. Lead remains implanted at this time. Should additional information be received, this file will be updated.

Manufacturer narrative:
It was reported that the lead was explanted on (B)(6) 2023. As of today, the medical device is not available for analysis, therefore the device itself could not be investigated. The analysis is thus based on the inspection of the manufacturing documents of the device as well as on the provided data. The quality documents accompanying the manufacturing process for this device were re-investigated. All production steps were performed accordingly, and in particular the final acceptance test proved the device functions to be as specified. The analysis of the provided iegm episodes revealed artifacts on the rv channel, which led to the reported oversensing. In spite of the available information, no conclusion can be drawn regarding the root cause of the clinical observation. An analysis of the lead itself would be necessary to determine the root cause. Should additional information or the device itself become available for analysis, the investigation will be updated.